Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician attempted to remove the air, however, air bubbles were still seen in the sheath from the hemostatic valve. The hemostatic valve was described as leaking and not tight. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to return for analysis as it was retained by the customer.